Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, we are unable to conclusively determine a root cause.

Event description:
It was reported that the lens was implanted and removed due to a broken haptic. The surgery was complicated by extended intraoperative time to deal with capsular rupture, which according to the surgeon was initially present. The patient has multiple issues with this eye including a vitrectomy on (B)(6) 2015. The doctor believes the root cause is a possible loading error as the lens came out of the cartridge with a severely kinked haptic. A backup lens was implanted without any issue. The patient's current prognosis is "good in that eye."